Event description:
I used these products from app. 2005 until now. While using these products, I started having weakness and numbness in my legs and arms. I'm now unable to walk and take care of myself. I have had my blood checked and, the copper and zinc levels are not good. Now this is permanent and requires continued medical care and treatment. D2: dose or amount: denture cream. Frequency: times daily. Route: oral. D3: dates of use: 2000-2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.